Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation the defibrillator exhibited post paced t wave oversensing. The patient did not receive any therapy during the oversensing. Programming changes were made. The patient was in a stable condition.